Event description:
During a survey, an unspecified healthcare worker was asked ¿in your experience using altapore for implantation in place of cortico-cancellous or cancellous allograft or autograft bone, what was the repeat surgery rate at the 12-month follow-up?¿ the clinician responded: ¿11-15%¿ for the attribute: "patients needed repeat surgery" the respondent added the comment ¿usually have poor wound healing due to infection or diabetes." These events required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information could not be obtained. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.